Event description:
It was reported that right ventricular (rv) and right atrial (ra) leads dislodged. Dislodgement was discovered when neither lead would capture at low thresholds. Twiddler's syndrome was suspected. X-ray confirmed lead dislodgement. Both leads were explanted and replaced. No patient consequences.